Event description:
It was reported that this patient with this boston scientific implantable cardioverter defibrillator (ICD) was exhibiting dizziness and high pacing thresholds in the right ventricular (rv) lead, this rv lead was a non boston scientific product. The patient was hospitalized and the device was reprogrammed. It was also identified that the right atrial (ra) lead (non boston scientific product) was exhibiting noise in presenting egm report. Additional information obtained from the field which indicated this ICD was explanted due to an unknown reason. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Event description:
It was reported that this patient with this boston scientific implantable cardioverter defibrillator (ICD) was exhibiting dizziness and high pacing thresholds in the right ventricular (rv) lead, this rv lead was a non boston scientific product. The patient was hospitalized and the device was reprogrammed. It was also identified that the right atrial (ra) lead (non boston scientific product) was exhibiting noise in presenting egm report. Additional information obtained from the field which indicated this ICD was explanted due to an unknown reason. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional testing found no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional testing found no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.